Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the ending beam (aiming beam) was lost. The fiber was twisted (turned) to obtain a 90 degrees firing angle, however, the beam was observed to be exiting the end of the fiber (forward firing). The fiber was replaced and the procedure was completed using a second fiber. Patient outcome: "ok." Gland size: 30 ml. Time expended: 54 seconds. Joules used: 3,640.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits mild detritus adhesion; the glass cap exhibits moderate devitrification at the output window; the outer flow tubing exhibits mild contamination, likely biologic. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.